Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a low battery was not confirmed during product evaluation and the assignable cause was not identified. No repairs were performed for the reported condition. Additional information: the user interface module software version is 5.09.90. A service history review revealed that this device was previously serviced for the reported condition. During previous service the batteries and harness were replaced. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a "low battery." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.